Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device was evaluated at olympus repair center. According to the evaluation, the following was found. -the origin of the blockage had a rubber-like texture. -olympus repair center confirmed that all rubber-like components of the device remain intact and the debris has not originated from the device. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of the reported event could not be conclusively determined. Omsc surmised that the silicon tube and packing of the peripheral device were damaged and the debris entered the air/water channel of the device. If significant additional information is received, this report will be supplemented.

Event description:
During the reprocessing, the user found that water flow from the device was low and the device channel was clogged with foreign material. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.

Manufacturer narrative:
The device was not returned to olympus medical systems corp. (Omsc), but returned to olympus repair center for evaluation. According to the evaluation, the following was found. Olympus repair center could confirm the reported phenomenon. The air and water nozzle had a blockage. The origin of the blockage had a rubber-like texture. Olympus repair center confirmed that all rubber-like components of the device remain intact and the debris has not originated from the device. The exact cause of the reported event could not be conclusively determined at this time. If significant additional information is received, this report will be supplemented.